Event description:
It was reported that a patient underwent gynecological procedures in (B)(6) 2004 and on (B)(6) 2004. Mesh was implanted and a different mesh was implanted on unspecified dates. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a gynecological procedure on (B)(6) 2004. A different pelvic mesh that was previously implanted was removed and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. The sling was removed on (B)(6) 2010 due to mesh erosion into vagina, dyspareunia and recurrent urinary tract infections.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Manufacturer narrative:
(B)(4). Upon review of medical records, a non-ethicon product was involved in this event. Therefore medwatch report 2210968-2011-02236 is being voided.